Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer. The initial regulatory report was submitted under retrospective summary report e2017032. Per review of complaint on (B)(6) 2018, additional information/corrections needed to be provided. Repair summary: a service engineer (se) troubleshot the issue with the customer over the phone to resolve the reported issue. The se sent a power supply assembly for the customer to replace. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 840 ventilator had a power supply issue. The ventilator was not in use on a patient at the time of the event.